Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection determined there are some marks of use on the returned device, the flange has been cut and there are marks on the two holes used to assemble the cup introducer. The device passes dimensional inspection. Functional test was performed with a cup introducer (B)(4). There was no issue encountered with the assembly and dis-assembly of the cup. The event could not be confirmed. The exact cause of the event could not be determined because the returned part was functionally and dimensionally compliant. Return of the cup holder is needed in order to complete this investigation.

Event description:
The customer reported that the implant was placed onto the holder and the surgeon commented that upon insertion to size the flange in the hip, the implant had fallen off. The customer reported that a second device with a different lot number was opened and surgery was completed successfully.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the implant was placed onto the holder and the surgeon commented that upon insertion to size the flange in the hip, the implant had fallen off. The customer reported that a second device with a different lot number was opened and surgery was completed successfully.